Event description:
Customer called to report the pump had a no delivery alarm while it was disconnected at the infusion set. Also it was stated that the driver block seem to present some resistance in certain spots of the lead screw. Troubleshooting was performed. The alarm continued. It was denied that the device had been dropped, bumped, or exposed to moisture.